Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high threshold measurements; while lead impedance and sensing values had been confirmed stable and within acceptable parameters. The associated device was nearing elective replacement indicator (eri), thus the physical elected to electively replace the device, confirming acceptable atrial lead values post implant. Approximately one month post new generate implant, this chronic atrial lead began exhibiting high out of range pacing impedance values. After a one month monitoring period, the physician elected to intervene and surgically abandon this product. During the replacement procedure, the physician reported this lead had been fractured. Another atrial lead was successfully implanted and no additional adverse patient effect were reported.

Manufacturer narrative:
In the absense of a returned product, our investigation is complete. This investigation will be updated should further information be provided.